Manufacturer narrative:
(B)(4). Batch #: v96591. Additional information was requested and the following was obtained: no patient consequence. The surgery time was extended to add the missing time with taking the fallen the pieces from the patient and getting the replacement device. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the laparoscopic procedure, the product broke in the abdomen and fell into the patient. The falling tip was removed and the process was continued. The hospital informed us that this situation complicates the duration of the procedure and the course of the surgery. The broken tip and product could not be taken for examination because they were thrown away.